Event description:
It was reported that the patient had an infection at their implantable neurostimulator (ins) site. The patient had redness at their device pocket. White tissue was also noted. Cultures were taken but the source of the culture was unknown as was the organism that was cultured. It was also unknown if the patient had meningitis. Impedance testing was done before the replacement surgery and x-rays were taken. The battery and extensions were replaced and moved. It was unclear if perioperative antibiotics were administered. Follow-up with the doctor noted that there were no clear signs of infection prior to the replacement. The patient was reprogrammed. The patient noted that their pain had been well controlled with their device. It was unknown if the infection had resolved or how the patient was doing. No outcome was reported regarding this event. Further follow-up was attempted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3998, lot # v575546, implanted: (B)(6) 2011, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type extension. (B)(4).